Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient wanted to get a hold of ¿(B)(6)¿ to do an ¿upgrade on their machine¿. The patient stated they had recurring bladder infections and urinary leaking, which was their target symptom, since they were implanted. The patient was redirected to their healthcare provider (hcp) to discuss bladder infections, lack of therapeutic effect and urinary leaking. It was noted the patient was still managed by the same hcp but would be moving and would need a new hcp in that area. No further complications were reported.